Event description:
#Medwatcher #(B)(4). I had the essure coils implanted in 2008. My symptoms began about 6 months later. I suffer from hellish anxiety, but never feel overly stressed out about anything. I have chronic inflammation in my neck and shoulder muscles, which cause really bad headaches. I have seen a chiropractor so often! I had to stop my caffeine intake because a single cup of coffee would give me heart palpitations for the rest of the day and keep me up most of the night. I have terrible brain fog and could not live without my phone calendar. For two years, I saw a rheumatologist who was certain that I had lupus. I developed reynaud's syndrome a short time after the procedure. I developed fibrocystic breast disease two years after the procedure, causing me to undergo my first mammogram at age (B)(6). Also, non-stop hot flashes, night sweats, severe body aches, mood swings, loss of libido and hair loss have become my norm. My vision has deteriorated, and I have cracked 4 teeth in half and needed crowns. I have psoriasis-like patches on my scalp and in front of my ears. They can last for years at a time. When they are not present, my scalp feels like I have tiny cuts all over it. My hair keeps falling out, and my nails are so brittle! I have had a swollen lymph node under my chin on the right side of my neck for more than 3 years. It seems to react to my stress level. It has caused me to severely choke on my food. I have been to numerous doctors over the years, and they have not been able to tell me what is causing all of my symptoms!